Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 8:30 am after the end user received higher than normal blood glucose readings from his prodigy diabetes meter. The end user became irritable, sluggish, combative and had no comprehension of his surroundings. His blood glucose reading at the time of the medical event was 46 mg/dl and the paramedics were called. The initial reporter could not provide any additional details in regards to this medical event. So therefore several attempts were made to obtain additional information from the end user but were unsuccessful.